Manufacturer narrative:
The reported event of lead falling apart was not confirmed by analysis.during analysis, a failure event was observed which was unrelated to the reported event. A partial lead, middle portion, measuring 34.5/30.0 cm (outer insulation/outer coil) was returned for analysis. External insulation abrasion was noted at 33.7-34.4 cm from the distal cut consistent with lead friction to the device can.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12216. It was reported that the patient presented for a device upgrade procedure. Prior to the procedure, it was noted that the right atrial lead had noise. The lead was explanted and replaced. During the procedure, it was noted that the right ventricular lead fell apart during extraction. There were no complications, and the patient was discharged.